Manufacturer narrative:
(B)(4). The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form the following additional information was obtained: the 5 threads broken during the same single procedure. No patient consequence. The box of thread has been changed. Note: events reported via medwatch 2210968-2019-83069, 2210968-2019-83070, 2210968-2019-83072, 2210968-2019-83073.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, suture broke. A like device was used to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. It was reported that the device had breakage suture issue. An empty opened box and seven unopened samples were returned for analysis. The complaint sample was not returned. During the visual inspection of seven samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no performance - breakage suture was found and the tested samples met the finished goods requirements. Representative samples returned to support investigation of 5 device issues captured in reports 2210968-2019-83069, 2210968-2019-83070, 2210968-2019-83071, 2210968-2019-83072, 2210968-2019-83073. Analysis results have been included in follow-up reports for each.